Event description:
During an in clinic follow up, increased pacing impedance was observed on the right ventricular (rv) lead. Rv lead conductor fracture was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of conductor fracture and high pacing impedance were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead, as received. The device history record (DHR) was reviewed; and found complete.